Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure a approximately one year ago, the iol was exchanged due to a lens defect. Additional information was provided by the consumer, who reported that he experienced blurred vision and saw big stains which additionally made the vision worse. He also saw all lights like a crystal with long rays. He was not able to drive due to the vision. According to medical chart information provided by the consumer, lineolation was revealed on the iol during bandaging after surgery. Approximately one month later, there was no complaint, almost normal. The iol was positioned correctly. A consult with another doctor approximately one year later, reveals roughness on the surface of the iol. The following month, the consumer consulted with the laser department, both eye fundus without pathologies, required laser coagulation of the retina. The iol was exchanged 18 months following the initial implantation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported that a yellow transverse striation was visualized in the lens and the patient experienced blurred vision. The event resolved with treatment. According to the ophthalmologist, the patient was hospitalized as a result of the event. No specific details provided regarding the hospitalization.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with an unspecified handpiece, and a qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported the patient experienced a lack of clarity of vision, numerous optical phenomena, and glare at any distance. During an examination it was revealed that the entire optical surface of the lens had mechanical scuffs, scrapes and opaque structure. According to the hypothesis of the surgeon, the damage to the surface of the lens probably occurred during implantation of the lens, due to either double-used cartridge, or the use of a cartridge without viscoelastic.